Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation experienced a system error 345 during testing. Review of the event history log also revealed system error 345 alarms. The cause was identified to be a out of specification downstream reading, input/output printed circuit board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device it experienced a system error 345 (thermistor disparity) alarm. No additional information is available.